Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing hub kinked and leaking event on (B)(6) 2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6007792 have already been previously tested in the 2127077 on 07-may-2025. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples were visually inspected and tested for flow test. The test result was within specifications. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 5 samples out 10 samples passed the test, the other 5 samples cannot be tested due to the samples were used in special investigation under CAPA 1999254 device history record (DHR) review: the 6007792 was manufactured according to the wi version 115 manufactured in the line inset 3, on 30/jun/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4f03080 was glued according to the wi version 64, manufactured in the line sc09 on 25/jun/2024 with a total of (B)(4) units. The lot 4f03075 was glued according to the wi version 64, manufactured in the line sc09 on 15/jun/2024 with a total of (B)(4) units. The lot 4f01763 was glued according to the wi version 64, manufactured in the line sc09 on 23/jun/2024 with a total of (B)(4) units. The lot 4f04603 was glued according to the wi version 64, manufactured in the line sc09 on 27/jun/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 02/jun/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 6007792 and another one complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, complaint confirmed as failure of the device, other one complaint received on the lot in question and malfunction code.

Event description:
To date no additional patient or event details have been received.